Manufacturer narrative:
Device was used for treatment, not diagnosis the use of an expandable cage for corpectomy reconstruction of vertebral body tumors through a posterior extracavitary approach: a multicenter consecutive case series of prospectively followed patients (2008). To evaluate the feasibility of anterior spinal column reconstruction using an expandable cage through a posterior approach. The spine journal, 8, pp 329-339. This report is for unknown synex device/unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: the use of an expandable cage for corpectomy reconstruction of vertebral body tumors through a posterior extracavitary approach: a multicenter consecutive case series of prospectively followed patients (2008). To evaluate the feasibility of anterior spinal column reconstruction using an expandable cage through a posterior approach. The spine journal, 8, pp 329-339. This was a multicenter consecutive case series of 21 prospectively followed patients with vertebral body tumors. The purpose of the study was to evaluate the feasibility anterior spinal column reconstruction using an expandable cage through a posterior approach. This was a study conducted at the university of virginia, in charlottesville, va in the united states as well as at mcgill university in montreal, canada. Twenty-one patients were included in the study from 2007. Reported complications specifically for patients with synex expandable titanium cage: this report refers to complication in a (B)(6) female patient who suffered an implant failure described as initial settling within the inferior vertebral body that stabilized. This is report 3 of 3 for (B)(4). This report is for an unknown synex device and refers to the late implant subsidence.